Manufacturer narrative:
Arthrosurface received a complaint from our regional manager, mr (B)(6), regarding a nanofx guide wire, which broke during use in a procedure performed on (B)(6) 2013, leaving approximately 5mm of the wire in the pt's bone. Based on details reported by mr (B)(6), the broken segment of wire was completely implanted in the bone below the surface with no protruding or sharp edges. The surgeon opted to leave the guide wire fragment in-place, feeling it represented a minimal risk to the pt. Additional complaint info is contained in file cc13-030. The remaining portion of the broken wire was returned by mr (B)(6) to arthrosurface for examination. The examination was performed using 10x light microscopy. Under magnification, it was observed that there was a clear fracture plane, several detents in the surface of the wire near the fracture plane, and a slight bend at the last 1-2mm of the remaining wire end just proximal to the fracture plane. It was also observed that the detents were located on the wire surface opposite the outermost bent surface. Based on these observations, it appears likely that the wire fractured as a result of either continued impacting of the wire which had already reached its travel limit, or levering of the wire during the removal procedure. Both of these mechanisms would have created a force on the guide wire by the outer tube producing the detents consistent with our observations. The hospital's risk manager had requested return of the needle which was transmitted on (B)(6) 2013. There does not seem to be any evidence of performance failure or shortcoming of these instruments. Nonetheless, we will proceed with the filing of an MDR.

Event description:
Surgeon inserted the nanofx guide wire into the condyle twice without issue. On the 3rd insertion the guide wire broke in the condyle. The break was noticed when the surgeon went to inset the guide wire for the fourth time. Approximately 5mm broke off and remained in the condyle.